Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the right renal artery. The lesion was not predilated. The physician was attempting to implant a express sd 5.0x19x90cm stent but was unable to cross the lesion. When the device was removed, it was mangled. The tip of the stent became bent. The lesion was then predilated and the physician used a different express sd stent to complete the case. There were no reported complications and the patient status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).